Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch "while inserting a PICC, the safety component of the needle provided in the kit malfunctioned. The needle has a green portion that is moved to the tip of the needle (after it is used) to cover the point and avoid needle stick injury. Usually the green portion locks on the needle tip. This time, the green portion came right off the used needle, thus exposing the dirty tip.